Manufacturer narrative:
Additional information received confirms the patient was at hospital for a biopsy at the urologist. It was confirmed this was not related to the device therefore this MDR is being cancelled.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 350 mg/dl while wearing the pod between 1 and 4 hours. The patient went to the hospital to treat their bgs. Although it was reported that the patient was at the hospital, specific details on the event was not provided. Follow up attempts to gain further information is in progress. The case will be updated if information becomes available.